Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the customer was able to charge the pump after connecting the pump to a power source via computer. In addition, the pump battery gauge jumped from 15% to 85% after being disconnected from the power source. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.